Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and red. This report is made based on results of investigation completed on 10-apr-2018.